Manufacturer narrative:
The reagent lot number was 89811001 with an expiration date of 30-apr-2026. General reagent issues were excluded, as the result believed to be correct was obtained using the same reagent. The field service engineer found crystals between the reaction cuvettes. The cuvette was replaced, and a cleaning of crystals and the ultrasonic mixing mechanism was performed. The investigation determined that the contamination was the root cause and was resolved by the service actions.

Event description:
There was an allegation of a questionable urea/bun result from the cobas 8000 c702 module. The initial result was 0.8 mmol/l, and the repeat result was 8.8 mmol/l. The questionable result was not reported outside of the laboratory.